Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: generic brand name: medtronic transcatheter delivery system, product ID: mdt-trans dcs, serial/lot: unknown, use by date: unknown, UDI: unknown. Citation: kreutz j, lauten p, chatzis g, et al. Patient risk evaluation for transcatheter aortic valve replacement (pre-tavr) - identification of real-time predictors of short- and long-term mortality. Clin res cardiol. 2025;114(11):1574-1584. Doi:10.1007/s00392-025-02704-6 earliest date of publication used for date of event. Earliest approved corevalve/evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding patient risk evaluation for transcatheter aortic valve replacement (tavr) to identify real-time pr edictors of mortality. The retrospective analysis included 2,256 patients who underwent tavr at two german centers. A mix of valve types were used for tavr, encompassing the medtronic corevalve/evolut family (n = 587) and three non-medtronic brands (n = 1 ,869). Overall, 227 deaths occurred within one year of tavr. However, a causal relationship could not be established between medtronic devices and any deaths due to the lack of detailed device- and patient-level information. The following adverse events were also doc umented: cardiopulmonary resuscitation, coronary intervention for peri-procedural myocardial infarction, conversion to surgical valve replacement, catecholamine therapy, atrial fibrillation, pacemaker implantation, pericardial tamponade, renal failure necessitating therapy, stroke, extended hospital stay, transfusion, aorta dissection, femoral artery dissection, vascular operation, and failure of access site closure system (medtronic does not manufacture these devices).